Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported that following bilateral intraocular lens (iol) implant surgery, a patient had "some of the worst glistenings I have seen." Patient impact remains unknown. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.